Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation below the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10016073 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ secondary set line snapped in half below the drip chamber while hanging the bag, spilling out paclitaxel. The following information was provided by the initial reporter: "paclitaxel was prepared for a patient in the systemic therapy clinic. Upon the nurse hanging the bag, the line snapped clean in half below the drip chamber... This resulted in a chemo spill. No paclitaxel got on the patient."

Event description:
It was reported that the bd alaris¿ secondary set line snapped in half below the drip chamber while hanging the bag, spilling out paclitaxel. The following information was provided by the initial reporter: "paclitaxel was prepared for a patient in the systemic therapy clinic. Upon the nurse hanging the bag, the line snapped clean in half below the drip chamber... This resulted in a chemo spill. No paclitaxel got on the patient."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.